Manufacturer narrative:
Unit passed the self-test, displacement test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 03/10/2024 two times between 08:57:00.000 to 09:36:01.000 in the history files. Confirmed the pump alarmed failed batt test seven times on 03/10/2024 between 09:39:22.000 to 13:26:39.000 in the history files. These alerts are expected and occur due to corroded battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the motor assemblies. However, moisture damage noted to electronic assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube. No power errors noted and passed all required testing. Blank display and failed battery test were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, failed batt test. The customer reported no adverse event. The event involved product(s)(B)(6) customer reported receiving a battery failed alarm. Customer reportedthat battery cap contacts and battery compartment are not damaged orcorroded. Customer received another battery failed alarm after insertinga new battery.customer reported a blank display. Battery cap contacts and batterycompartment and/or springs are not damaged. Display did not return afterinserting a new battery.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. (B)(6) was requested and customer response was the device will be returned.